Event description:
Follow-up from the treating physician revealed that at the patient's last checkup the settings were turned on as intended.

Event description:
A computer software error was observed from a review of the manufacturer's programming history database. On (B)(6) 2014 a system diagnostic was performed, however a final interrogation was not performed. On the next recorded visit dated (B)(6) 2014 the first interrogation showed the settings were indicative of an interrupted communication during the previous diagnostic that was performed. Additional relevant information has not been received to-date.